Manufacturer narrative:
Trackwise #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event description: on (B)(6) 2021, the distributor hansol cardiac care reported that cs product om-10000z lot no. 3000184778, 2 boxes of damage so bad that it can't be delivered to the hospital. The package damage was claimed by the distributor, there was no patient involved. There were no consequences or impacts to the patient as there was no patient involvement. The investigation has been started, since the complaint was received, and the following contents has been conducted: DHR review: DHR has been reviewed, there¿s no deficiency identified from production and internal handling process. The delivered products are inspected before shipment to (B)(6), the shipment checklist shows that there's no damage nor torns, deformations on the cartons. They all passed the inspection, which demonstrates there's no package damage problem prior to this complaint. Trend review: in the last 12 months, 30th sep 2020 to 30th sep 2021, this shipping damage is the first case claimed, the occurrence rate is approx. 0.0084%. There¿s no similar complaint reported for this reported lot 3000184778. Root cause evaluation: from the provided photos from the distributor, one of the corner of the outer carton box is torned, 2 sets of om-10000z are inside the carton, the 2 shelf carton of the 2 sets of om-10000z were broken. The transportation process and forwarder's cargo inspection records have been reviewed, it shows shipping damage during the transportation. The 2 ea products damage caused by the transportation process.

Event description:
Related to (B)(4). The distributor reported that acrobat-I stabilizer z cannot be delivered to the hospital due to shipping damage. No patient involvement.